Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had patient information that was not crossing over. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the patient information was not crossed over. A technical support specialist dialed into the cce environment and restarted the cce-service to reestablish communication and confirmed that adt and rde messages were successfully crossing to the es server and the recurring nature of the issue, it appeared most likely that an environmental factor had been intermittently interrupting the connection between the two hosts. The tss has been waiting for customer response but there was no response received from customers related to further assistance. So, the technical support specialist has closed the case.